Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg site was seeping fluid. As a result, surgical intervention took place on (B)(6) 2019 wherein the pocket site was drained and revised. The pocket site was swabbed due to being suspected for an infection, and the results came back negative. They physician irrigated the old pocket site and created a slightly higher plane for the ipg. The patient is reportedly doing well.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.